Event description:
It has been reported to philips that the allura system experienced geometry issues. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was identified. It was reported to philips that the system had geometry issues. No further information available as it was confirmed that hospital rejected service quotation sent by philips to repair the device. No further action was performed by philips. The codes were updated based on the investigation outcome.